Event description:
Clinical adverse event received for limited range of motion. Event is not serious and is considered mild. Event is possibly related to device and possibly related to procedure. (Left knee) original implant date (B)(6) 2014. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).